Manufacturer narrative:
Product event summary (B)(4): the lead was returned, analyzed, and no anomalies were found. Visual analysis revealed apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient heard the device alert and went to the emergency department to have the device interrogated. It was noted that there was high right ventricular (rv) lead impedance and oversensing. A lead fracture was suspected. The rv lead was explanted and replaced. It was also reported that during the explant procedure the right atrial (ra) lead was damaged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient heard the device alert and went to the emergency department to have the device interrogated. It was noted that there was high right ventricular (rv) lead impedance and oversensing. A lead fracture was suspected. The rv lead was explanted and replaced. It was also reported that during the explant procedure the right atrial (ra) lead was damaged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.